Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain and difficulty ambulating. Update rec¿d 2/20/2014 - pfs was received from legal, primary medical records were received from legal, and part/lot information was identified. Records are available for further review. The complaint was updated on: 3/21/2014. Update ad 17 jul 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant records. In addition to what was previously reported, ppf alleged loosening of the stem, pseudotumor, metal wear, metallosis, and elevated metal ions. The patient harm and product experience code were updated. Added date of revision, expiration date, surgeon, and hospital name during the revision. The stem was added to the impacted product due to the alleged loosening and elevated metal ions from the ppf. Doi: (B)(6) 2006; dor: "mat" (B)(6) 2018, (left hip), first revision. Please see (B)(4) for the ppf allegation after the first revision for the left hip. Please see below {c for right hips: (B)(4) (right hip) first revision; (B)(4) (right hip) second revision.